Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered arthralgia, myalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :arthralgia, myalgia and pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event hip pain and sore muscles were added. Reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered arthralgia, myalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :arthralgia, myalgia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered arthralgia, myalgia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, myalgia and pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event: hip pain and sore muscles were added, reporter was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes removed). At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.